Event description:
It was reported that during an exploratory laparoscopy procedure, the jaws on the device did not work properly. The top jaw was loose and the jaws were difficult to close. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and upper tip of the I-blade broken. Both pieces were not returned with the device. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the detached top jaw. The condition of the upper jaw and I blade prevented the functionality of the device. The device was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.